Event description:
I used fixodent and poligrip for years. (Ever since 1990's and 2000). I experience numbness in my toes and legs. I have taken the test but I have not gotten the result back yet. Dose or amount: denture cream, frequency: twice daily sometime.